Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding') and pelvic pain ('pelvic pain') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included live birth ((B)(6) 1989, (B)(6) 1996, (B)(6) 2007.). Concurrent conditions included uterine fibroid. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), adnexa uteri pain ("pain left ovary"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury/ psychological or psychiatric problems"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), nausea ("nausea"), alopecia ("hair loss") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). On an unknown date, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (salpingectomy (bilateral), hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, adnexa uteri pain, dysmenorrhoea, dyspareunia, menorrhagia, fatigue, nausea, alopecia, weight decreased and weight increased had resolved and the allergy to metals, psychological trauma, vaginal discharge, vaginal haemorrhage and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping),pelvic /abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), vag. Discharge, fatigue, nausea, hair loss, weight loss, weight gain. Current weight: 155 lbs. Most recent follow-up information incorporated above includes: on 30-sep-2019: pfs received - new events - abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), nickel allergy, abnormal bleeding and pain left ovary were added. Patient height were added. New reporter and medical history were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and oophorectomy ('oophorectomy') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test/ essure confirmation test no". The patient's medical history included live birth (B)(6) 1989, (B)(6) 1996, (B)(6) 2007.) And body mass index normal. Concurrent conditions included uterine fibroid. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), abdominal pain ("abdominal pain"), adnexa uteri pain ("pain left ovary"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal discharge ("vag. Discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), nausea ("nausea"), alopecia ("hair loss") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). On an unknown date, the patient underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral), hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, adnexa uteri pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, fatigue, nausea, alopecia, weight decreased and weight increased had resolved and the oophorectomy, allergy to metals, depression, vaginal discharge and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, oophorectomy, pelvic pain, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping),pelvic /abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), vag. Discharge, fatigue, nausea, hair loss, weight loss, weight gain. Current weight: 155 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and oophorectomy ('oophorectomy') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test/ essure confirmation test no". The patient's medical history included live birth ((B)(6) 1989, (B)(6) 1996, (B)(6) 2007.) And body mass index normal. Concurrent conditions included uterine fibroid. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), abdominal pain ("abdominal pain"), adnexa uteri pain ("pain left ovary"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal discharge ("vag. Discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), nausea ("nausea"), alopecia ("hair loss") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). On an unknown date, the patient underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, adnexa uteri pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, fatigue, nausea, alopecia, weight decreased and weight increased had resolved and the oophorectomy, allergy to metals, depression, vaginal discharge and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, oophorectomy, pelvic pain, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping),pelvic /abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), vag. Discharge, fatigue, nausea, hair loss, weight loss, weight gain. Current weight: 155 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New event oophorectomy was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), nausea ("nausea") and alopecia ("hair loss") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, fatigue, nausea, alopecia, weight decreased and weight increased had resolved and the psychological trauma and vaginal discharge outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain, psychological trauma, vaginal discharge, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping),pelvic /abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), vag. Discharge, fatigue, nausea, hair loss, weight loss, weight gain. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- pelvic pain, abdominal pain, dysmenorrhea (cramping), psych injury, menorrhagia (heavy menstrual bleeding), dyspareunia (painful sexual intercourse), vag. Discharge, fatigue, nausea, hair loss, weight loss, weight gain, did not undergo confirmation test. Reporter information were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test/ essure confirmation test no". The patient's medical history included live birth ((B)(6)1989, (B)(6)1996, (B)(6)2007.) And body mass index normal. Concurrent conditions included uterine fibroid. On (B)(6)2007, the patient had essure inserted. On (B)(6)2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), abdominal pain ("abdominal pain"), adnexa uteri pain ("pain left ovary"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal discharge ("vag. Discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), nausea ("nausea"), alopecia ("hair loss") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral), hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, adnexa uteri pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, fatigue, nausea, alopecia, weight decreased and weight increased had resolved and the allergy to metals, depression, vaginal discharge and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping),pelvic /abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), vag. Discharge, fatigue, nausea, hair loss, weight loss, weight gain. Current weight: 155 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Most recent follow-up information incorporated above includes: on 13-jan-2020: pfs received : event onset date and vaginal bleeding outcome added. Medical history was added. Psych injury event updated to depression. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.